Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with dizziness and low heart rate. Upon examination of the pacemaker, it was noted that there was no pacing output from the device with patient having low heart rate. The pacemaker had no telemetry and was unable to communicate. It was suspected that this was due to premature depletion of battery. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of premature batter depletion, inability to interrogate and inability to pace were confirmed. As received, the device output and telemetry were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.